Event description:
Per physician's notes from follow-up office after generator explant, the pt was "status post lead explant". Indicating that the lead was also explanted at some point during that same year (exact date unk).

Event description:
Reporter indicated that approximately three months post-implant, the patient was "picking" at the implant wound on their neck and it opened slightly. The patient was given antibiotics and the wound healed. It was then reported that recently the patient developed a breast infection. The patient was seen in the emergency room and was given keflex. The symptoms (redness and swelling) decreased; however, there was drainage just below the breast nipple. It was reported that the patient did not have any fever or other symptoms and the device appears to have migrated inferiorly. The area was drained, the patient was admitted for IV antibiotics and removal of the pulse generator. It was also reported that during the explant procedure, the physician found that the lead was fractured; however only the pulse generator was removed, not the lead. The patient is currently doing well and a re-implant will be scheduled.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. There was no info provided as to why the ncp system was explanted.